Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip xtw, when testing the lock during system prep, the clip arms were approximately 5-10 degrees open, though the lock was successfully tested, and during the final step of retracting the clip back into the introducer, the clip was caught on the tip of the introducer, and clip could not be retracted. It was noted that the clip arms were too wide. Troubleshooting was performed, but the clip was unable to be retracted into the clip introducer. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.